Manufacturer narrative:
510k: this report is for an unknown distraction implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This file is being reported after the subsequent review of the following literature article: troulis, m; et al (2003) ultrasound: assessment of the distraction osteogenesis wound in patients undergoing mandibular lengthening. J oral maxillofac surg 61: 1144-1149. (Us) this is a retrospective study to evaluate the efficacy of us as an accurate, noninvasive technique for the evaluation of bone formation in patients undergoing mandibular distraction osteogenesis (do). Ten patients (7 females and 3 males, age 2 and 70.3 years (average age, 18.4 years) underwent bilateral or unilateral do of the mandible, for a total of 18 mandibular sides. For all 18 sides, semiburied distraction devices were used: synthes (synthes maxillofacial, (B)(4)) single-vector (percutaneous, n =15 sides), leibinger dynaform (leibinger, (B)(4)) single vector (transmucosal, n = 2) or custom-made transport (synthes maxillofacial) (percutaneous, n = 1). All patients completed the treatment successfully. One patient had the distraction devices removed before clinical, radiographic, and us examinations showed completion of bone healing. He had radiation therapy and the distraction wound on one side became infected. There was no bone fill in the gap and a reconstruction plate was used to stabilize the mandible. At 1 year, the defect was completely filled in with bone. There were no other postoperative infections or complications. All other distraction devices remained stable until the time of removal. A copy of the article will be submitted with the medwatch. This report is for 1 unknown patient who experienced wound infection and distraction device removal. It was unknown which device was used. This is 1 of 1 for (B)(4).